Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's internal battery wouldn't charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Performance testing confirmed the reported charging issue. The investigation determined that the device fault was due to an isolated component failure of the main pcba. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).